Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the "left side" of the vasoview hemopro tissue welder "stopped working." The reporter clarified that the device stopped working halfway during the procedure. The harvester was done with the right path and had not yet started the left path. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).